Event description:
This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("nickel allergy") in a (B)(6) female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure was removed). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.